Event description:
Alleged issue reported: the capio device cut the suture when fired at point of needle and suture. Needle detached inside the patient, based on the information that the cut was at point of needle and suture. The physician attempted to retrieve the missing bullet, but was unsuccessful. No patient injury reported. Patient current condition reported, as fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.